Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: the actual device was returned for evaluation. The attachment device was evaluated and the reported condition that the device was overheating and would not spin was not confirmed. It was reported that due to the condition the device was received in the pre-test evaluation could not be performed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the distal bearings were not in axial alignment and not allowing the cutter to pass through. The device was taken apart and it was noted that there was excessive soap residue, medical debris in the distal bearings which caused the failure. The root cause of this failure was corrosion which was clearly observed and is a typical result of insufficient cleaning after clinical procedures. Normal cleaning by the customer is expected to reduce or remove this debris. The assignable root cause was determined to be due to improper cleaning methods, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery testing it was observed that the attachment device was overheating and did not spin. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.